Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. All buttons functioning properly. No stuck key alarm found in the daily history. No unexpected insulin flow blocked alarm/no delivery alarm or no reservoir alarm noted during testing. The no reservoir alarm functioning properly without any reservoir set in the reservoir tube. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 09-sep-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 09/07/2025 from 05:34:01.000 until 07:14:01.000 and 09/07/2025 at 07:15:16.000, 07:26:01.000 and 07:29:17.000 during bolus and basal deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, reservoir unable to lock into place, keypad anomaly and no reservoir alarm was not confirmed. Unable to verify customer alleged for high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow blockage during bolus delivery and was unable to lock the reservoir and infusion set connection inside the pump, despite multiple attempts and using several new sets and reservoirs. The pump did not load properly, required multiple button presses to continue the load process, and displayed a no reservoir detected message. The blood glucose value at the time of the event was 300 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-397a, mmt-326a, mmt-332a, mmt-1884, mmt-397a, mmt-332a, and mmt-7040ma. Troubleshooting was not performed for the insulin flow block alarm, as the event was resolved in the past. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-326a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.